Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volux¿, juvéderm® volift® with lidocaine, and 1 ml of juvéderm® voluma® with lidocaine in pre auricular. Patient experienced sudden pain which subsided. Patient went to follow up appointment, noting they were still experiencing tenderness on the left side laterally in the prearticular area on palpation. Hcp reported feeling a lump of filler in the anteriorly preauricular left side. However, the saliva production and facial movement and sensation are all normal. Hcp stated that you cannot see the lump at rest, maybe a little movement. Additionally, hcp reported during the procedure they did not want to go deep due to the parotoid gland but was told to go very deep by our company staff. This was very painful for the patient and the hcp had trouble advancing the cannula. The hcp was only able to complete the left side and not the right side because it was much too painful for the patient. The patient developed a hematoma and the patient continued to experience tenderness and discomfort at the treated areas on palpation. At the last follow-up, patient is under investigation for enlarged lymph glands. Patient expressed that they thought they had a hernia in their groin area, but it was an enlarged lymph gland, and their lymph glands were swollen. Status is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)) and (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Clarification to a.2.: "approximately 60 years of age" . Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.